Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented in the clinic after receiving a diaphragmatic stimulation and falling down. The fluoroscopy confirmed that the lead was dislodged, and pulled back to superior vena cava. The lead was explanted and replaced. No further information is available.